Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 16mm amplatzer septal occluder(aso) was selected for implant. While deploying the aso in the patient's defect, the ra disk became deformed. The aso was removed from the patient and the physician attempted to restore the original shape, but it seemed to take time to do so. Therefore, another aso (lot#: unknown) was used instead and the procedure was completed without any further issue.

Manufacturer narrative:
Additional information: d10, h3, h6. The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.